Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. An alarm log review, visual inspection, and functional test were performed. An f-94 alarm was identified during the alarm log review and functional test. The cause of the condition was a depleted main battery. The battery was replaced and the configuration settings were reset to correct the condition. The pump passed all testing and was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was ¿blocked.¿ it was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.